Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis: unit received with the lock having rotational and lateral movement and a residue buildup was present. Unit had new components added to replace worn internal parts along with general maintenance and cleaning performed. Root cause: the reported complaint was confirmed. The lock had rotational and lateral movement, requiring replacement of worn internal parts as a result of normal wear and tear. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2010). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the locking mechanism on the mayfield modified skull clamp (a1059) seems loose and has too much play in it. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.